Event description:
The customer reported that insulin kept spilling out from the reservoirs. The customer mentioned that she has epilepsy and celiac disease, which may have contributed to raise her glucose level, but she has bolused to treat her high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.